Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 31-year-old female patient who was in her second pregnancy, with end-stage kidney disease (eskd) and severe aortic stenosis (as). At the 22nd week of gestation, the patient presented with chest discomfort and dyspnea. Subsequently, she underwent a balloon aortic valvuloplasty and successful implant of a medtronic 23-mm evolut pro bioprosthetic valve. Another balloon valvuloplasty decreased her peak gradients from 35 to 20 mmhg. At one day post-implant the patient¿s peak and mean gradients increased to 53 mmhg and 34 mmhg, respectively. At six days post-implant the physicians found her stable enough to was discharge with continued close follow-ups. At the 34th week of gestation the patient developed worsening hypertension, and under the suspicion of pre-eclampsia, labor was induced with successful delivery of the baby without complication. At six months post-delivery, a computed tomography follow-up scan confirmed proper positioning of the valve. No further information was provided pertaining to medtronic products.